Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2016-01810, 2134265-2016-01811 and 2134265-2016-01812. While utilizing an angiojet® solent¿ omni catheter in a thrombectomy procedure, a saline leak was noted and an unknown error code was displayed. Another of the same catheter was selected for use and had the same issue. A third catheter was selected and worked correctly; however it was reported the same issue occurred again on another of the same catheter. No patient complications were reported.